Event description:
On 4/8/97, the MFR received medwatch report #450153-1997-1 from the facility which states: the device was implanted on 2/6/97. The "patient returned to physician's office on 3/6/97, stating catheter was "broken". "The device explanted in the operating room on 3/11/97, and the device catheter was "retrieved in radiology - special procedures" on 3/12/97.